Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7/page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had to be hospitalized due to her blood glucose (bg) reading in the 20's mmol/l (360's mg/dl) and that her pdm (personal diabetes manager) was turning on and off. She has to change the batteries in her pdm about once a week, would have to deactivate pod, and reset the pdm date/time each time this happens. There would also be a delay in her bolus calculator. When this happens her bg levels would be elevated and she usually knows how much insulin to manually calculate but often guesses and sometimes has to give a manual injection. At the hospital, she was monitored for seizures and bg treated with manual injections of insulin and insulin delivery via the pod. They also gave her dilantin for seizures, ativan and percocet for pain.